Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of axatilimab infusion was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. The event was reported to have occurred on 15 july 2024. The event time was not reported. There was no usage found recorded on the reported incident date. On (B)(6) 2024 at 10:12:05 am, the pcu event log showed the pcu, and the suspect pump module were powered on and was assigned channel c. The user selected ¿yes¿ to ¿new patient¿. The profile in use was identified as ¿heme onc¿. At 10:18:00 pm, the user selected guardrails drugs and programmed a primary infusion of ¿cyclophosphamide¿ for a drugid=169 with a rate of 296ml/hr and a volume to be infused (vtbi) of 296ml. The infusion was started. At 10:19:05 am, pump alarmed for ¿channel malfunction¿ (an upper pressure sensor failure), for five (5) seconds until it was paused and immediately disconnected from the pcu. A review of the pcu and pump module error logs showed no records associated to the reported incident. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. The pump module was found to be infusing within specification. Per product labeling, the alaris system user manual (v9.33), to prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. It is not known if any of the preceding conditions may have existed at the time of the reported incident. Testing and inspection of the incident administration set could not be performed since the incident administration set was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion was not identified as a result of the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing. Note that this report lists imdrf annex a1801, g04088,g04037, g02017, c0601, d15, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the patient was started on an axatilimab infusion. After 10 minutes, the rn was informed that "the infusion was pulling air" (an indication that the infusion bag is empty, thus "pulling air"). However, it was noted that the device displayed that "only 12ml (volume) had been infused instead of the expected half bag of 25ml." The unit coordinator verified and confirmed pump settings. Pharmacy contacted and verified the amount of the drug. Flush was installed and circle primed to remove the air. The patient completed the remainder (other half) of infusion/flush and there was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient was started on an axatilimab infusion. After 10 min, the rn was informed that the infusion was pulling air. The large volume pump module showed that only 12ml had been infused instead of the expected half bag of 25ml. The unit coordinator verified and confirmed pump settings. Pharmacy contacted and verified the amount of the drug. Flush was installed and circle primed to remove the air. The patient completed the remainder of infusion/flush and there was patient involvement but no harm.